Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on both the right atrial (ra) and right ventricular (rv) channels. Low amplitude was observed on the rv lead. Technical services (ts) was consulted and discussed that the patient had their own conduction through the episodes. Leads diagnostics were stable. Further evaluation was recommended. No adverse patient effects were reported. This device remains in service.